Manufacturer narrative:
(B)(4).

Event description:
This rv lead was repositioned due to high thresholds (6.5v @ 1.5ms) and high impedances ( 1600 ohms). This lead remains actively implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.